Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tip was degraded, and the fiber of the body did not exhibit any breaks. Functional test identified that the light exiting the connector was distorted, which was what likely what was interpreted as black spots, indicating an internal connector fracture. The complaint was confirmed. It is likely that procedural handling of the fiber during setup or use may have contributed to the connector fracture, leading to an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Instructions for use (IFU) state: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that the reused fiber has been used significantly less than 10 times during normal use, with black spots appearing on the tip of the fiber. Analysis of the returned fiber identified an internal connector fracture. The procedure was completed with another device. There were no patient complications.